Manufacturer narrative:
Device history record could not be reviewed a complete lot code with a time stamp was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
When removing the tampon, the tampon broke in two pieces.